Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the lap top ventilator 2200 was on a patient alarmed sandbatt low alarm. The patient was transferred to another ventilator. The customer confirmed that there is no patient harm associated with this reported issue.